Event description:
Rptr had a bone graft done on left lower jaw in 1998. Two weeks after the bone graft was performed, rptr experienced swelling and a cyst formation on outer jaw area. Rptr had a biopsy performed that stated inflammatory response. Had the bone graft removed in 2000 and now has another cyst formation on the left jaw, occasional pain and swollen lymph nodes of left arm pit and neck area, and occasional drainage from lower jaw area. Rptr is seeing an internal medicine dr to determine the cause of the lymph nodes swelling, bone aches, and overall joint stiffness.